Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife called reporting a hospitalization due to diabetic ketoacidosis. Customer woke up not feeling well and vomiting for 24 hours. He had high blood glucose levels, and changing sites and tubing did not lower. Customer's blood glucose level when admitted to the hospital was 631 mg/dl. Customer's doctor wanted the insulin pump replaced. Customer was not in accident. His blood glucose level was currently 316 mg/dl. Nothing further was reported.